Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During preparation for an atrial fibrillation (af) procedure, a farawave catheter was selected for use. After removing the catheter from its packaging, the physician attempted to flush it with a 20cc syringe. The flush was unusually difficult, requiring excessive force on the syringe. An attempt was then made to connect the irrigation line under pressure, but no fluid exited the distal end of the catheter. Inspection of the irrigation tubing revealed what appeared to be a white paste-like substance inside. The catheter was replaced; the procedure was successfully completed using an alternate farawave device. No patient complications occurred, and the patient recovered fully.